Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the screws penetrated the plate. The doctor used blocks at the distal fix mode. During final tightening of the final screw, as the doctor began to apply torque to the screw, the screw penetrated the plate at the second hole on the radial side. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
This device is used for treatment not diagnosis. A previous report was erroneously filed with this number and should have been the follow-up report to mfg report #2520274-2012-03486. The investigation of the complained instrument has shown that the torque limiter is in working order. No product fault could be detected. The manufacturing documents were reviewed and no discrepancies to the specifications were found.